Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition. Once the investigation is complete, a follow up report will be filed. (B)(4).

Event description:
Stops responding to foot pedal intermittently will work or brief time if foot pedal reconnected but ultimately stops again. New foot pedal did not change the problem.